Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and could not duplicate the issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed there was no report of patient use associated with the reported event.